Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject coil delivery wire was found to be kinked/bent. The main coil was not returned and was found to have been prematurely detached/separated from the delivery wire. Although functional testing was unable to be performed to replicate the reported event, it is probable that the kinked delivery wire caused the reported detachment failure during the procedure. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be replicated during analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the subject coil could not be detached. Additional information provided by the customer indicated that the device was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was moderately tortuous, no damage was noted to the proximal section of the delivery wire prior to inserting into the power supply, no damage was sustained to the delivery wire during use, the funnel of the power supply was correctly and sufficiently placed over the proximal end (proximal contact) of the delivery wire, and 3 attempts were made to detach the coil. An assignable cause of handling damage will be assigned to the as reported main coil failed/unable to detach and the as analyzed coil delivery wire kinked/bent since these issues are associated with handling of the product or portion of the product during the clinical procedure. It is possible that the subject coil was partially detached and was subsequently prematurely detached when attempting to remove the coil after the failed detachment attempt. An assignable cause of procedural factors will be assigned to the as analyzed main coil prematurely detached/separated during use since this issue is associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
Analysis of the returned device found the subject coil to have been prematurely detached/separated from the delivery wire. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.